Manufacturer narrative:
The failure investigation has been completed and the alleged charging issue was verified. Additionally, the alleged occlusion issue was verified in the pump logs; however, investigation could not be completed as an incomplete system was returned.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was unable to charge despite using multiple usb cables, wall adapters and power sources. Additionally, multiple occlusion alarms occurred. The customer's blood glucose was 401 mg/dl. Reportedly, the customer reverted to manual injections for alternate insulin therapy.